Manufacturer narrative:
The power cord and plug will be returned to the olympus (B)(4). At this time, keymed do not have visual images of the power cord and plug with which to conduct an initial investigation. Keymed have requested the return of the power cord and plug to enable us to conduct a full investigation. There is no report of patient injury and this report is submitted in an abundance of caution based on the information available.

Event description:
Olympus workstations are designed for use with a range of olympus equipment to facilitate endoscopy procedures. Keymed ltd. Has been made aware that before an unknown procedure the facility staff at the hospital connected the power cord to the power outlet and turned on the workstation. The workstation did not power up and the led on the remote switch did not illuminate. The field service engineer inspected the power cable and found there was a burn mark. Additionally, the breaker of the workstations transformer was off. There is no report of patient injury and this report is submitted in an abundance of caution.